Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) one year post implant with a charge time of 26.1 sec. There is no history of exposure to magnetic resonance imaging (MRI). Boston scientific received subsequent information that device was explanted.